Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the midly tortuous and severely calcified left anterior tibial artery. After inserting a non-bsc introducer sheath, a non-bsc guidewire was used to cross the lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.